Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported that during the implant procedure ventricular fibrillation (vf) was induced and the patient was successfully converted. Following there was pulseless electrical activity, the patient¿s rhythm deteriorated to slow polymorphic ventricular tachycardia (vt) and under-sensing was noted to be below the detection zone. The rhythm was then found to be fine vf and it was under-sensed by the device. Manual defibrillation was applied with successful conversion to a paced rhythm; however, there was no cardiac output.